Event description:
Visual inspection in the or revealed a clot and the vad was sent to thoratec for analysis. Per surgical note-prior to explant, the vad was poorly functioning and the wave forms confirmed the absence of normal function and good flow.